Event description:
(B)(4). The pt's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use (IFU) which accompanies this device currently addresses potential risks associated with surgically implanted materials. (B)(4). Lawyer-filed report - (B)(4).

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced cystocele, mesh erosion, bleeding, bleeding during bowel movements, problems with bowel movement, "cannot have sex", vaginal discharge, vaginal odor, vulvar nevus, cystitis, pain with intercourse, incomplete emptying of bladder and bowel, hesitancy with bladder and bowel, incontinence, urgency, vaginal bulge, weak urine stream, narrowed stools, fecal incontinence of solid stools, vaginal atrophy, right side abdominal pain, nocturia, rectocele, urinary tract infection, and an explant surgery. Findings included a 1x1 cm mesh erosion in the mid anterior vaginal vault in the midline and 1 cm x 5 mm dark nevus of the superior right mons, pain during urination, and recurrent vaginal pain.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per additional information received, the patient has experienced erythematous vaginal mucosa, excision of vaginal mesh, urinary frequency, vaginal bleeding, recurrent bladder prolapse, dual incontinence (stress, urge), urinary leakage without awareness, requiring pad use, atrophic vaginitis, flank pain, low [bladder] capacity on urodynamic study, abnormal latency on renal sonogram, bowel urgency, dyspareunia, pelvic pain, recurrent anterior and posterior prolapse, benign squamous mucosa with scarring and simple mucosal cyst. Multiple surgical and nonsurgical interventions and no sensation to urinate.